Event description:
It was reported that a physician implanted an endeavor sprint rx stent to treat a lesion in a patient when a chronic stent fracture was reported to have occurred immediately after the procedure. Thirteen - fourteen atms pressure was applied to deploy the stent and post dilated at 14 atms, with 2 inflations. Another stent (bare metal stent) was then used. No patient injury or other clinical sequelae were reported.

Manufacturer narrative:
Results: device not returned for evaluation - remains implanted in patient; device remains implanted in patient and no cine images returned for evaluation. Conclusion: device remains implanted in patient and no cine images returned for evaluation. (B)(4).

Event description:
Cine image review: the images confirm the location of the lesion in a tortuous section of the proximal lcx. There is no evidence of calcification in the lesion from review of the images. There is no evidence that the lesion was pre-dilated prior to the direct delivery and deployment of the endeavor sprint stent. The deployment profile of the stent confirmed that the stent remained angulated during deployment. No straightening of the vessel occurred during deployment of the stent. The coronary angiographic images immediately after stent deployment shows what appears to be a gap along the outside curve of the vessel. There is no evidence of stent weld or material fracture or detachment. The subsequent deployment of a bare metal stent facilitated greater support at the curvature of the vessel thus resolving the gapping issue.

Manufacturer narrative:
Evaluation results: patient condition affected effectiveness of the device (patient lesion morphology, cine images confirm location of lesion in a tortuous section of the proximal lcx). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, cine images confirm location of lesion in a tortuous section of the proximal lcx).